Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the versacross kit sterile packaging was damaged. A versacross steerable access solution kit, containing a versacross steerable sheath and rf wire, was received by the hospital. Upon arrival it was found that the outer packaging was damaged and the sterile packaging was compromised. No patient involvement. The device will be returned for analysis.